Event description:
Caller states the patient tested 7.2 inr on the coagucheck s system while a comparison lab returned as 5.2 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.